Manufacturer narrative:
(B)(4). A loose connection between a supply line and solution bag is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The technical service representative (tsr) had the hp close all the clamps and cycle the power on the device in order to clear the alarm. The tsr reviewed the alarm log and this alarm was noted in the log. The tsr explained the alarm and advised the hp that the device had ended the therapy. During troubleshooting, it was discovered that there was a loose connection between a disposable line and a bag. The tsr advised starting over with new supplies or performing a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.